Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds during implant and that thresholds were variable at the post-operative check the following morning. It was noted that the patient had a previous myocardial infarction, possibly in the area of attempted implant. No action was taken and the lead remains in use. It was also reported that the right atrial (ra) lead dislodged during the implant procedure while the physician was removing the temporary pacing lead which had been placed via the groin. The pacemaker pocket was re-opened so the lead could be repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.